Event description:
It was reported that a patient experienced a leak near the drain bag and drain line during peritoneal dialysis therapy. The technical service representative assisted in ending therapy. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.